Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. Visual assessment of the device confirmed the reported complaint of jaw being bent. The top and bottom jaws are bent. The jaws were tested for material condition and were found to be under print specification. A root cause investigation has been opened to address this failure mode. This investigation is ongoing. (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported that the truepass was broken at the tip and needle broke at the tip of needle and the tip of truepass handle. The surgeon used the instrument from another company to replace to finished case. The procedure was completed with no patient injury reported.